Event description:
The device is giving an error '10003'.

Manufacturer narrative:
(B)(4). The device is giving an error '10003'. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.